Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal circumflex artery, exhibiting 86% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the physician tried to advance the stent but it would not deliver after pre-dilation, rotational atherectomy system (rotablator) and use of a non medtronic guide extension catheter. It was reported that too much calcium was present. It was reported that stent deformation occurred in vivo during positioning . A ronyx27508ux was used to complete the procedure. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1-3rd stent wraps with struts stretched and bunched. Deformation was evident to the distal tip, with tip appearing torn. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.